Event description:
Add'l info rec'd from MFR 3/1/04: MFR does not believe its product contributed to this event. Complete multi-purpose solution is fully complaint with the labeling and testing requirements outlined in the FDA's premarket notification [510(k)] guidance document for contact lens care products. Product was tested, reviewed and approved for microbiological efficacy as required by the FDA guidance document and in accordance with iso 14729 contact lens disinfection standard.

Event description:
Add'l info rec'd from MFR 12/23/03: the device histroy review is as follows: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No conclusions can be drawn from available data. Sterilization process has been shown effective in killing the acanthamoeba sp organism. The product has not been received. MFR has attempted to contact the complainant by phone and overnight mail (package tracking indicates the complainant received the overnight letter) and has not received a response. Info is not available to make this determination.

Event description:
Pt contracted a serious eye infection which has resulted in loss of vision. An acanthamoeba parasite is in the cornea. Pt went swimming with contact lenses on. They have been battling this infection for three months. Pt is taking several antiobiotics and a steriod daily probably for the next six months to a year. No where in instructions does it say one will risk severe eye infection if one swims with contact lenses in.